Manufacturer narrative:
Device evaluated by MFR.: promus premier ous mr 38 x 3.00 stent delivery system was returned for analysis. Examination of the stent identified stent damage. Struts lifted on the most distal stent strut row. The stent outer diameter was measured using snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Examination of the tip found no tip damage. Examination of the hypotube found no damage. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no damage. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 85% stenosed target lesion was located in the middle of the left anterior descending artery. A 38 x 3.00mm promus premier drug eluting stent was advanced to treat the lesion. However, it was noted that the tip of the stent strut was lifted up. The procedure was completed with another of the same device. There were no patient complications reported and patient's status was stable.

Event description:
It was reported that stent damage occurred. The 85% stenosed target lesion was located in the middle of the left anterior descending artery. A 38 x 3.00mm promus premier drug eluting stent was advanced to treat the lesion. However, it was noted that the tip of the stent strut was lifted up. The procedure was completed with another of the same device. There were no patient complications reported and patient's status was stable.